Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of ¿high¿ (greater than 600 mg/dl) with no reported additional symptoms associated with an alleged issue of air bubbles in the cartridge. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there were air bubbles in the cartridge tubing. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to an alleged issue of air bubbles in the cartridge.